Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, there was titanium tip breakage. The breakage piece was retrieved by forceps and will be returned for investigation. Another like device was used to complete the procedure. There were no adverse consequences for the patient.